Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl due to recently eating. Customer also reported of not being able to calibrate and was advised on the reason. Customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.